Manufacturer narrative:
(B)(4).

Event description:
Since implantable neurostimulator implant, the pt had troubles with the device turning itself off. This occurred about 10 times. Most recently, he was just sitting when the device turned off. The pt checked the device with the pt programmer and saw the "call your dr" icon displayed. He could not remember what code was displayed. He had not seen the code before. The pt was able to turn the device on with the programmer. Also, starting the same day the pt felt a surging sensation. The implantable neurostimulator provided therapy with 3 programs. Since 3 weeks after implant, program 1 did not provide desired stimulation. It felt like poking into his stomach and left rib. The pt was at home and was in contact with his hcp. Field staff were notified of the situation. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.